Event description:
It was reported that the patient was experiencing frequent ipg charging and was unable to charge beyond two bars. It was also noted that the ipg had impedances. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded.